Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and de novo lesion in the mid left anterior descending artery. Following pre-dilatation, a 3.5x38mm xience xpedition stent was deployed at 12 atmospheres (atm). After post-dilatation was performed with a 3.5x15mm unspecified non-compliant balloon catheter at 20 atm and 22 atm, a distal edge dissection was noted. Another unspecified xience xpedition stent was deployed to successfully cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.